Event description:
It was reported that the pump experienced a malfunction. The customer's blood glucose level remained within a safe range and did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and instructed the customer to continue monitoring for any recurring malfunction codes. The customer was advised to contact support again if the issue persisted, and they understood the instructions.